Event description:
On 5/24/2000, co learned that the implant procedure was on 4/17/2000 and was for a left carotid endarterectomy, the hematoma event was on 4/18/2000, the hematoma was evacuated and the patch was left in, not replaced. After the hematoma was evacuated, no further leakage was observed. The batch number was reported as 2703648.

Event description:
The doctor claims that the patch was implanted for an endarterectomy. The patient was returned to surgery due to the patch leaking. The patch was replaced with another product. The patient's condition is fine. Co has now learned that the patient was returned to surgery due to a hematoma which was caused by the leaking patch.